Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient's dental implant lost osseointegration with the patient's bone. The implant was removed four years after initial placement. Pain and osteopenia were also reported.